Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. No device history review could be conducted as the serial number was not provided by the customer.

Manufacturer narrative:
Unique identifier (UDI), serial number and PMA/510k are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a high pressure alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.